Event description:
While using the drill intraoperatively during a mandible orif [open reduction internal fixation] and mmf [maxillomandibular fixation], the synthes calibrated j-latch 125mm drill guide and bit malfunctioned, causing the drill guide and drill bit to get extremely hot. The staff was not injured. Synthes rep present for case: [redacted].